Manufacturer narrative:
Report sent: (B)(6) 2019. The part was returned to the manufacturer for failure investigation (fi). Verified customer complain. Noted resistances out of tolerance. Root cause failure determined to be resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30/2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen has an unresponsive part at the upper right part of the touchscreen issue. The manufacturer¿s field service engineer (fse) could not duplicate the reported phenomenon, so the touch screen was calibrated but the phenomenon was not improved. The faulty touchscreen was replaced.

Event description:
The customer reported a touch screen has an unresponsive part at the upper right part of the touchscreen. There was no patient involvement.